Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output and ventricular lead impedance >1990 ohms. No lead anomalies were observed through x-ray, therefore the pulse generator was replaced.